Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer in left kidney, which progressed at an abnormally rapid rate, left kidney removed, cancer in right kidney, procedures to preserve remaining kidney. Previously listed in section h for type of reported complaint was other which is incorrect. Corrected to serious injury in this report. Also previously listed in section b for outcomes attributed to ae other was listed which is incorrect. Corrected to required intervention.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer in left kidney, which progressed at an abnormally rapid rate, left kidney removed, cancer in right kidney, procedures to preserve remaining kidney. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.